Event description:
The physician noticed after injection that there was a leak at the hub. The sheath tubing was not completely attached to the hub. The sheath was removed without incident. No harm or injury reported.

Manufacturer narrative:
Device eval: one used device was received for eval/investigation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The device was visually examined and the complaint was confirmed. The device was examined using x-ray and found the sheath was not fully inserted into the fixture when the hub was formed. Samples from inventory were tested to determine if this was an isolated incident. All test devices passed testing. The root cause for the failure is attributed to the tubing not seated fully in the fixture when the hub was molded onto the sheath. Complaint data will continue to be monitored for this type of failure. Eval: method: the device history record was reviewed, complaint database was reviewed, x-ray examination.